Event description:
The customer reported the ventilator went vent inop. The customer reported the device was not in use therefore there was no patient involvement or harm. Upon evaluation, the manufacturers field service engineer reported when powered on the ventilator had a white screen, no blower spinning and intermittent alarm. The service engineer replaced the vga controller pcb board to address the finding. Applicable final testing was performed and passed to operating specifications.